Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) cardiac ablation procedure which included the use of a qdot micro¿ ablation catheter and experienced cardiac perforation treated with a pericardiocentesis. Transseptal puncture performed with brk needle and ablation was performed. The patient had a drop in blood pressure and perforation was confirmed by intracardiac echocardiography (ice). The patient was reported to be in stable condition. No evidence of steam pop. The physician felt that the perforation was due to a posterior transseptal approach. Patient has fully recovered. Correct settings used on devices and no error messages on equipment. Device evaluation details: on 28-nov-2023, the product was returned to biosense webster (bwi) for evaluation. A visual inspection and revision of all features were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and no issues were observed during the product investigation. A manufacturing record evaluation (mre) was performed for the finished device 31148200l number, and no internal action related to the complaint was found during the review. Based on the completed mre, the manufactured date and expiration date have been provided. Therefore, fields d4. Expiration date and h4. Device manufacture date have been populated with appropriate information. No malfunction was observed during the product analysis. The physician's opinion on the adverse event was that the perforation was due to a posterior transseptal approach. The root cause of the adverse event remains unknown. In addition, no device malfunction was reported, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) cardiac ablation procedure which included the use of a qdot micro¿ ablation catheter and experienced cardiac perforation treated with a pericardiocentesis. Transseptal puncture performed with brk needle and ablation was performed. The patient had a drop in blood pressure and perforation was confirmed by intracardiac echocardiography (ice). The patient was reported to be in stable condition. No evidence of steam pop. The physician felt that the perforation was due to a posterior transseptal approach. Patient has fully recovered. Correct settings used on devices and no error messages on equipment.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number (B)(4).